Event description:
Healthcare professional reported capsular contracture baker grade 4 and rupture. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Device visual evaluation: device photographs for the device related to the reported rupture and capsular contracture were reviewed. Visual analysis of the photos identified two devices without identification to which side each one belongs, first device is broken, with approximately 25% capsulation, and the second device apparently is intact and has red particles in the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade 4 and rupture. This relates to the right side. The device has been explanted.